Manufacturer narrative:
Unexpected restart alarmed after battery change due to open cell. Pump was monitored with multiple bolus, no bolus history record anomaly noted.

Event description:
It was reported that the customer received an unexpected restart alarm. It was also reported that the bolus history in not recording previous boluses. Customer's blood glucose levels at the time 497mg/dl. Advised insulin pump would be replaced. No additional information was provided.